Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at four levels t5, t7, t8 and t10 (15mm size) to treat a minor trauma. 1.5cc of bone cement was injected in each of the levels t5, t7, and t8, and 3cc was injected in level t10. Intraoperatively, two bone cement extravasations with 3-4 cm in length occurred in the perivertebral vessels at levels t7 and t10 per surgery report (B)(6) 2007. There was pain reduction post the bkp procedure; however, new intercostal neuropathic pain on the left side t8-t10 was reported. Localized pain in the thoracic vertebrae and to the ribs remains. Reportedly, a biopsy was taken during the procedure and was negative. Follow up x-rays show no change on the extravasations. CT scan taken on (B)(6) 2011 at another hospital showed cement structures about 3cm elongate in the esophageal veins, or the veins next to the thoracic esophagus, in the area of the hemiazygos vein and in the aortopulmonary window, and a linear cement structure in the right pulmonary artery mainline. The thoracic surgeon is considering removal of the extravasated bone cement. No actions have been taken at this time. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.